Manufacturer narrative:
(B)(4): the customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all relevant information.

Event description:
Device issue: none. Adverse event: recoil and dissection requiring intervention. Time of adverse event: during the procedure. It was reported via a trial that after dilatation of the vertebral branch of the subclavian artery using a viatrac balloon,the target vessel recoiled and dissected requiring an unspecified abbott stent to seal the dissection. There was no adverse patient sequela. The patient was discharged the following day. There was no additional information provided.